Manufacturer narrative:
B5. Describe event; corrected information, initial report inadvertently omitted information known prior to submission. D6b. If explanted, give date; corrected information, initial report inadvertently omitted information known prior to submission. F10. Adverse event problem: health effect - impact code; corrected information, initial report inadvertently omitted information known prior to submission. H6. Adverse event problem codes: type of investigation; corrected information, initial report inadvertently omitted information known prior to submission.

Event description:
Implant card was received reporting that the patient had a full system replacement. The suspect device has not been received to date.

Event description:
Clinic notes were received reporting that the patient is experiencing left neck pain and a sore throat following a recent adjustment of settings. The patient was referred for a revision due to the pain. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ;defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Response was received from the physician. Per the physician, the planned surgery was to preclude a serious injury.